Event description:
Info rec'd indicates the brake is not holding at the foot end of the bed.

Manufacturer narrative:
The tech found the caster was worn and out of adjustment. The tech adjusted the caster to repair the bed.